Event description:
Pt underwent three incisional hernia repairs. Two were for umbilical and one midline slightly higher than umbilical. The procedure started as a laparoscopic and was switched to open. There were multiple adhesions, no injuries, no obvious break in technique. Pt had postoperative complication of wound/infection and enterotomy/bowel injury and the mesh was explanted on (B)(6) 2012.

Manufacturer narrative:
The device history record was reviewed. The device met specs at the time of manufacture.